Manufacturer narrative:
The service representative inspected the instrument and determined the r1 probe was obstructed. The representative cleaned the probe, performed multiple troubleshooting procedures and comprehensively cleaned the analyzer resolving the issue. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results documented after the probe was cleaned by the service representative. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that a false positive architect total b-hcg result of 1937.76 miu/ml was generated for a (B)(6) year old female patient (sample ID (B)(6)) on (B)(6) 2019. Urine bhcg testing was negative. The sample retested negative at <1.2 miu/ml. Serum bhcg testing using an alternate method was negative. No adverse impact to patient management was reported.